Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All lines in both sets were properly capped, no loose cap was observed. Functional testing including an underwater pressure test was performed with no issued noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice low recirculation sets had caps that were no longer on the patient line in the sealed packaging. This was found prior to use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.